Manufacturer narrative:
Medartis ag has already assessed the reported issue with the following conclusion: medartis aptus ccs are manufactured from ti6al4v alloy acc. To astm f136 with the following composition. Aluminum 3.5% - 4.5%, vanadium 5.5% - 6.75%, nitrogen <0.05%, carbon <0.08%, hydrogen <0.015%, iron <0.3%, oxygen <0.2%, titanium rest. Ni-content is below 0.1% and aptus ccs are typically considered ni-free. At the time assessing the complaint, medartis ag considered this complaint as not reportable. However, after our last FDA audit, we received the information, that this was not true. Therefore the CAPA dev1457 was created to address the issue. One part of it is to report this issue to the FDA, what is the reason for this report.

Event description:
Event description: on (B)(6) 2022, patient was treated for fractures in two elbows by inserting screws and a metal plate. Patient now has suspicion of a nickel allergy and the regions around the surgical scars regularly show itchy redness. Patient underwent revision surgery on an unknown date. Patient has inquired to find out which material the metal parts used at that time are made of and whether they contain nickel. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).